Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawers 2 and 4 had failed due to liquid spilled on it. A field service engineer replaced row board cable and cubie tray on both drawers to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the biometric scanner stopped working and the axuliary drawer 2 & 4 failed to be detected on the bus. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. This issue resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.